Manufacturer narrative:
The product has not been received for analysis. This report will be updated, and a supplemental report will be issued upon completion of analysis.

Event description:
It was reported that this pacemaker's battery appeared to be depleting more quickly than expected. This device was then successfully replaced. No additional adverse patient effects were reported. Device is expected to be return for analysis.